Event description:
It was reported that the gastrointestinal videoscope displayed an e216 and b30 scope communication error messages. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and while the error b30 was confirmed, the error 216 was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Due to the error 216 not reproduced, a root cause could not be established. Regarding the no image issue and error b30, the most probable cause is a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.